Event description:
A customer has reported that they had a hypoglycemic event (feeling low, clammy and had difficulty concentrating) in the night. The paramedics were called and tested the pt obtaining readings of 1.7mmol/l and 2.0mmol/l. According to the customer the adc meter read 4.5mmol/l. The paramedics gave the customer a glucose tablet.

Manufacturer narrative:
Customer returned meter. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate low readings was not duplicated during testing. The blood glucose reading reported by the customer was not found in the meter internal log.